Event description:
The pump has been returned and was evaluated on (B)(6) 2012 with the following findings: contamination was present under the contacts of all the keypad buttons. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons responded normally and had normal spring back and click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.